Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when a 7mm 2cm saber percutaneous transluminal angioplasty (pta) balloon catheter was removed from the packaging, the balloon tip of the device was already fractured but still remained attached to the balloon catheter. The device was not used, and an unknown cordis balloon catheter was used as a replacement. There were no reported injuries to the patient. The device was stored according to the instructions for use (IFU) and had not reached its expiration date. The device was stored in the sterile core room prior to use, and no damage to the device packaging was noted. There was no difficulty removing the device from the packaging, the balloon protection cover was properly in place over the balloon at removal, and there was no difficulty removing the balloon protection cover, which was not rotated or twisted during removal. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, g6, h1, h2, h3, h6, and h11. A review of the manufacturing documentation associated with lot 82326578 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.